Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure after successfully loading a cd on navigation system, the system became unresponsive and displayed medtronic navigation system logo on a blue screen. Rebooting the system resolved the issue and site was able to select cd. There was no patient present at the time of the issue.